Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display was frozen. Data was received but not investigated as data will not confirm the issue. The product was evaluated. An exterior visual inspection was performed and passed. Receiver charge test was not performed due to the receiver being stuck on the loading screen. Receiver boot test was performed and failed due to the receiver being stuck on the loading screen. An internal visual inspection was performed and passed. The receiver log was not downloaded for review due to the receiver being stuck on the loading screen. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.